Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker over-sensed electromagnetic interference as a result of an external device being used for a ventricular rhythm unrelated to the pacemaker. As a result, an inappropriate automatic mode switch episode was triggered. No intervention was performed, and the pacemaker was functioning normally. The patient condition was stable.